Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. The contaminated needle remained exposed which resulted in the clinician enduring a needle-stick injury. The clinician is believed to have received treatment consistent with the hospital's internal protocol for needle-stick injuries. No permanent adverse effects to clinician have been reported.